Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent ongoing low blood glucose (bg) levels of 42 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Additionally, it was reported that the customer experienced intermittent ongoing high bg levels of 462 mg/dl to "high"; cause was not known. Customer delivered a bolus via the pump, administered a manual injection, or performed a supply change to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.